Event description:
It was reported that during therapy, the device alarmed due to a difference in the set temperature and the patient's temperature. The customer reports this was due to the caregiver being unsure how to manually set the temperature to cool the patient, resulting in the blanket/wrap contact surface temperature not being cold enough. Upon further communication, it was found that there was likely no defect with the unit that caused the alarm, the alarm was due to the change in altrix settings. There was no report of adverse consequences.

Manufacturer narrative:
Investigation is complete. B5 and h codes updated to match investigation results.

Manufacturer narrative:
Investigation is complete. B5 and h codes updated to match investigation results. H3 other text: see h10.

Event description:
It was reported that during therapy, the device alarmed due to a difference in the set temperature and the patient's temperature. The customer reports this was due to the caregiver being unsure how to manually set the temperature to cool the patient, resulting in the blanket/wrap contact surface temperature not being cold enough. There was no report of adverse consequences.

Event description:
It was reported that during therapy, the device alarmed due to a difference in the set temperature and the patient's temperature. The customer reports this was due to the caregiver being unsure how to manually set the temperature to cool the patient, resulting in the blanket/wrap contact surface temperature not being cold enough. There was no report of adverse consequences.